Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. The cause of this event was determined to be a damaged force sensing resistor (fsr). To address this issue the tube loading sensors were replaced. The device was restored to a good working condition and returned to the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.